Manufacturer narrative:
During the initial data download process, the master si tool indicated that the pod was paired to another remote. The pod was attached to a power supply for 80 hours in an attempt to reset the pod's bluetooth connection. After 80 hours, the pod's bluetooth connection did not reset. With the pod unable to pair with the master pdm, the reported hazard alarm could not be confirmed. During the investigation the front sma wire was measured to be out of specification. The front sma wire was observed to be broken. The user reported that an 0x45 hazard alarm had been generated indicating, sma wire 2 is open which could be caused by the observed damage. However, as the download data could not be retrieved the reported hazard alarm could not be confirmed and it could be determined if the broken sma wire is related to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to over 250 mg/dl while wearing the pod for more than 48 hours on the abdomen. Investigation of the pod identified that an internal wire measured out of specification. The device was originally reported for an unexpected hazard alarm.